Manufacturer narrative:
Patient age, weight, gender or device implant date were not provided. (B)(4). The device was returned for investigation. The evaluation is not yet complete.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that the patient¿s centrimag started to make loud sounds and was extremely warm to the touch. There were no alarms reported and there was no adverse patient impact due to the event. The patient was switched out to a back up motor with no issues. Additional information has been requested but received.

Manufacturer narrative:
Corrected information: the returned centrimag motor was evaluated and tested by the manufacturer¿s technical service representative and the reported event could not be verified during the evaluation. No abnormal sounds nor temperatures were observed during testing. A full functional checkout was performed and the unit passed all tests. The returned motor was found to function as intended. As a result, the reported event could not be confirmed. A root cause for the reported event could not be conclusively determined nor correlated to a device related issue. The unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored.